Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ac adapter (unknown serial number) and the battery (unknown serial number) were not returned for evaluation. No allegations were made against the battery. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number is unknown. The reported event could not be confirmed due to insufficient information. Applicable risk documentation and experience with events of similar circumstances were considered; possible root cause of the reported event can be attributed, but not limited, to a forced or improper connection and/or connector damage. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ac adapter had problems plugging into the socket.  The ac adapter was removed from service.  No patient com plications have been reported as a result of this event.